Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an expectation that he would get rid of his tremors 100%. He went through a traumatic event to get the implant and still had been having his pre-existing tremors on and off since implant. He even had them the day of the call on (B)(6) 2016. He did note that the therapy had reduced the tremors. The patient had an appointment in (B)(6) 2016, but could not wait that long to get the questions answered. He had spent a few times with his healthcare provider (hcp) on what he was supposed to do. The hcp told him to leave the stimulation on, but on reading the programmer booklet he saw he could adjust or program his own settings, so wanted help with understanding that. Additional information received from the patient reported that he did not notify his healthcare provider (hcp) about the issues. The patient was told his appointment was not until (B)(6) 2016 and apparently the hcp assumed the device was programmed correctly. The patient did not think they discussed the monitoring adequately. The issue was not resolved as the appointment had not yet occurred. The patient also mentioned that the procedure was complex. There was no monitoring of his medical prescriptions following surgery. As a result he suffered a slight stroke; not being advised to restart eliquis, the prescribed blood thinner. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.